Event description:
During test, the unit displayed "ECG comm error".

Manufacturer narrative:
The evaluation of the device duplicated the reported problem 'ECG comm error'. Service executed an internal procedure to insure the integrity of the connections to and from the ECG preamp board. During testing, the error stopped when lightly touching the ECG cable at the end connected to the preamp board. The preamp cables and connectors were replaced. The device was tested and found to perfom in accordance with its specifications.